Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their synchron lxi 725 system gave erroneously low sodium (na) results on 8 pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated there is a history of positive bacterial growth from the ion selective electrode (ise) system. The customer performs the lx20 twice weekly flow cell maintenance procedure. Eight amended reports were issued. This is report 7 of 8 medwatch reports filed for this event for pt 7 of 8 pts. A single medwatch report was filed in (B)(6) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and cultured gram negative rods from the ise system. The fse decontaminated the ise system, aligned the modular chemistry (mc) sample probe, cleaned fibrin from the sample probe, and replaced the flow cell and na electrodes. As of (B)(6) 2010, the problem of low na results was not resolved. The investigation by local and national service support is ongoing. A clear root cause has not been identified. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add¿l reportable events.